Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was 200 mg/dl at the time of incident. Customer stated that the insulin pump alarmed button error and buttons were unresponsive. Customer stated that the insulin pump could have been exposed to humidity that led to button error or keypad anomaly. Button error troubleshooting was performed and confirmed that time is advancing. Customer also reported to have received a battery out limit alarm after the battery has been removed and reinserted. No troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with currents in spec. Unit passed rewind test, basic occlusion test, occlusion test, excessive no delivery test and displacement test. No unexpected battery out limit. Unit unable to prime during prime test due to faulty force sensor resistor. No button error alarm. Unit received with intermittent up button response due to corroded button keypad trace. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and reservoir tube cracked.